Event description:
It was reported that the unit was sent in for repair because the green connection plug was defective. It was not noted if the issue occurred during a procedure. No pt consequence reported.

Manufacturer narrative:
Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The unit was returned to the international service center. Based upon the inquiry info received and visual and functional examination, the unit was found to require replacement of the rotational and translational cable. After servicing the unit has passed all qa inspections. The device history record has been reviewed via the database. The unit has passed all qa inspections. Complaint info is trended on a regular basis to determine if further investigation is warranted.